Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Additional information: additional product code hgi and additional 510k code k003608. H3 other text: device not returned.

Event description:
Country of complaint: japan. During an operation, the jaw (material: stainless) was broken. According to the surgeon, the fragment was still in the patient's body. The surgeon is still discussing if the fragment is needed to be taken out or not.

Manufacturer narrative:
Investigation: no product at hand. There was a visual inspection of the material using provided photos. We found visibly damaged blue ceramic. On the other side the ceramic is broken and on the other side there is a broken off area. Furthermore we found a visibly damaged grey ceramic. The broken off fragment shows signs of discoloration. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: we assume a mechanical overload situation as the causal factor. There is the possibility of torsion or high leverage with the instrument. According to the quality standard a production error and a material defect can be excluded. No CAPA is necessary.